Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment, the ventricle connector was broken. Analysis also noted the upper and lower cases, two side bail covers and the ring cover were broken, one side bail was bent, the ring was missing and the liquid crystal display had segments missing, which caused it to fail an incoming test step. All found defective parts were replaced. (B)(4).

Event description:
It was reported in the technical services call that the external pulse generator had a broken output connector. The generator was returned for service and a requested test and calibration procedure. There was no patient involvement.